Manufacturer narrative:
The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The report stated that during preparation for a radio frequency ablation procedure, the needle electrode was connected and the generator was turned on. The generator beeped. They rebooted the generator but the same thing occurred. It displayed "temperature test failed" on the display. Another generator was used. There was no injury.